Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication and the delivery was started. After an unspecified length of time, it was reported an unspecified alarm occurred, the device powered off while on battery power and the programming was lost. The customer contact reported the device did not alarm to alert the nurse of a low battery. There were no reported adverse patient effects. No medical interventions were reported. During a review of the device history at the user facility, it was reported a power failure and a 06/001 (infusion data crc error) service alarm code were noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.